Event description:
A female pt was discharged home with a wayne pneumothorax set and heimlich valve. A week or so after insertion, she was standing at the kitchen when she felt some liquid on her body. She noticed that the heimlich valve had separated where it should have been connected. She just had the flutter valve protecting her from getting air in her lungs. The pt came back to the hospital where they removed it and inserted a new chest tube.

Manufacturer narrative:
(B)(4). The cook chest drain valve was returned in a contaminated and used condition along with a portion of the drainage catheter, two connecting tubes and the drainage bag. Separation of the valve assembly was confirmed. There is a 100% vacuum test on all assemblies and additionally, a 100% visual inspection of the valve placement is performed. Appropriate design control activities have been completed. The complaint device was examined and separation was confirmed. The remainder of the device was unremarkable. At this time, the root cause of the separation remains unk. It is hypothesized that the valve was exposed to excessive force but that remains unconfirmed. We will continue to monitor for similar complaints and the appropriate internal personnel have been notified. The quality engineering risk assessment was revised and the risk is insufficient to warrant corrective action at this time.